Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During total knee replacement it was noted that the insert could not install.

Manufacturer narrative:
Additional narrative: conclusion and justification status: the complaint states during total knee replacement it was noted that the insert could not install. Changed the new one to complete. There was no adverse event on patient report. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states during total knee replacement it was noted that the insert could not install. Changed the new one to complete. There was no adverse event on patient report. A complaint database search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 16 mar 2017. The complaint was reopened as the device was returned and reviewed by the manufacturing site in compact 493719 which states; complainant states ¿''during total knee replacement it was noted that the insert could not install. Changed the new one to complete. There was no adverse event on patient report '' this would suggest that insert size would not meet specification. Dimensional and visual review was conducted on the returned sample as per procedure sws- 0635 and drawing 158121108. The sample met specification as per the drawing 158121108 - apart from obvious damage that can be attributed to the surgery; (see "cmm measurement for returned part " - note failures on the cmm report relate to the damage sustained to the unit during surgery - all other results fall within the requirements expected for a sigma stab xlk ins 2 10mm no other product from this lot was available to pull. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.